Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned, and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information, the affected device as well as patient¿s medical records must be available in order to determine the exact root cause of the failure. If any additional information is provided, the investigation will be reassessed. Device disposition unknown.

Event description:
As reported"; after fracture the patient was treated with a clavicle plate on (B)(6) 2020, which had to be replaced on (B)(6) 2020 because a screw had loosened. (This revision was reported separately). A lysis seam around the screws was diagnosed, which caused a loosening. Phone call with the patient on (B)(6) 2020 revealed the following clarifications: the patient initially reached out to stryker because after the surgery there was no visible bone healing. Patient also indicated that at the end of july she had another CT scan which revealed well bone healing. Additional information received on 11/30/2020 with product details which confirmed the devices to be stryker screws for the primary and the revision surgery.